Event description:
Related manufacturer report number: 2017865-2023-52538, 2017865-2023-52539. It was reported, competitive atrial pacing resulting in inappropriate mode switching was observed on the device. Technical support was contacted and also noted, noise resulting in oversensing on the right ventricular (rv) and right atrial (ra) lead. Technical support recommended provocative testing for further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.